Event description:
It was reported that during a scheduled ivc filter retrieval a hook of the filter fractured. Reportedly, the physician removed the filter without complications; however, after the filter was removed, the physician identified that approximately a 1mm portion of a filter limb was missing. Post retrieval imaging identified the missing portion inside the cava wall. There was no injury to the pt and was discharged without complications. Imaging performed before the retrieval did not show any problem or fracture with the filter. Reportedly, the filter was implanted infrarenal due to pt trauma and had an indwell time of 665 days.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided. The explanted filter was returned for evaluation. Upon sample examination, one of the filter legs had a fracture hook. The remaining piece of the hook still attached to the leg was approximately 2 mm in length. The missing piece of the hook that was not returned with the filter would have measured approximately 1mm in length. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of a vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.